Event description:
Dealer called stating that the camlock on the 3920-2 quad cane is allegedly broken and will not lock. Replacement camlock kit being sent on warranty order #(B)(4). No injury. The malfunction has not been confirmed.